Event description:
Device 2 of 4. Reference manufacturer reports: 1627487-2010-3308, 1627487-2010-3310 and 1627487-2010-3311. The pt received her scs system consisting of an ipg, three percutaneous leads (from two separate lots), and an extension on (B)(6) 2010. It was reported that the pt developed an erosion to the incision site in her back. Consequently, the system was explanted on (B)(6) 2010. Although the pt was treated with oral antibiotics, culture results of the erosion showed no infection. The device was not returned to the manufacturer for eval. Follow up on the pt found that the pt was re-implanted several months later and receiving effective stimulation.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.